Event description:
A site reported a loss of telemetry monitoring for 15 patients for approximately 5 minutes. The system regained telemetry monitoring on its own and is still in use. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.